Event description:
It was reported that the patient experienced palpitations and multiple inappropriate hv therapy. Patient presented to ER in afib with rapid ventricular response. Medication was administered and patient had neuro consulation. Cerebro- vascular-accident (cva) was diagnosed on (B)(6) 2010. The device was turned off. Later it was reported that the patient expired. There is no allegation from a healthcare professional that the death was device related.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.